Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was explanted on (B)(6) 2021 and replaced with a 3058 model and new lead. The caller was going to return the explanted ins with the partial lead attached. The patient was doing well with the new system and the caller didn't know the patient's weight. They would like the ins analyzed and results sent to them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was not able to recharge their implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported patient said that she was directed to recharge and when tried earlier today have difficulty maintaining a connection. Troubleshooting was unable to be performed as incision site not healed, reviewed healed wound prior to recharging the first time. Patient was directed to call hcp office and speak to nurse for information about healing of incision site to determine when it would be considered healed. There were no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. The patient confirmed that their implant site had healed. They reported that when trying to charge ins today they got an excellent connection for a moment and then it would lose it and the patient (pt) would get 'searching for device' message. Pt confirmed recharger was not moving from ins when this occurred. Pt also reported getting 1707 message. Patient services (ps) provided education on placement of recharger. Pt placed recharger over thin clothing on ins during the call and was holding recharger on ins. Pt had assistance repositioning recharger on call. Pt confirmed they can palpate the ins. The pt initially stated that following the 1707 message on call, they got a recharger inactive message. The pt powered off/on recharger and continued to get excellent connection for a moment followed by searching message again. The pt repositioned the recharger around the ins and confirmed getting an excellent connection and maintained excellent connection for remainder of call. Ins battery level was at 10%. The patient was going to continue charging the ins fully and would call ps back if they need further assistance charging ins. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event. Additional information was received from the patient. They reported that the cause of difficulty maintaining a connection was not determined. They said they had been having difficulty connecting the charging unit to the device. They were meeting with the manufacture representative on february 1st to troubleshoot the issues. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was having difficulty charging. The recharger does not find the ins and when it does find the ins the recharger only connects for a short time and then it disconnects. The rep tried to charge with a second recharger and the same thing happens. The rep indicated that the patient is taking hours to recharge. When the patient has been charging on their own they have been able to get a connection sometime but the patient has tried many different positions and nothing is effective. Prior to calling they had the patient lean forward and try to charge but the recharger was disconnecting. The rep had also tried to turn off the sound on the recharger and the same thing was happening where the recharger was disconnecting after a few seconds. The rep indicates that they can feel the implant. The rep thinks that the ins is not too deep. The rep indicated that the ins may be a little tilted. The rep indicated that the patient can feel a tingling sensation while the recharger is trying to connect to the ins. When the recharger connects the recharger app shows excellent connection and 40% ins battery level. By the end of the call the battery level was displaying 50% when the charger would connect. Technical services had the caller try positioning the recharger above the implant and the recharger connected for a few seconds and then disconnected. The rep maintained the position for about one minute and the recharger did not reconnect. Technical services had the caller try positioning the recharger below, to the left, and to the right of the ins. In each position the recharger connected for a few seconds, the handset displays the implant charge level and then the recharger disconnects. Technical services had the rep try to start a session with the recharger directly over the ins, above the ins and below the ins. In each position the recharger connects and then disconnects within a few seconds. Technical services had the caller reset the recharger by pressing and holding the power button. After resetting the caller placed the recharger over the ins to try to start a charging session and the same thing happened. The issue was not resolved through troubleshooting. Technical services reviewed information about charging. The caller will follow up with the physician.